Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located up to 1cm distal to the bifurcation in the common bile duct. The stricture was not dilated prior to stent placement. It was noted that the patient anatomy in the duodenum was tortuous. During the procedure, the stent system was advanced through the endoscope and positioned at the target site. However, the stent failed to deploy. The stent system was removed from the patient. Once outside of the endoscope, the stent was able to be deployed. The stent was again introduced into the endoscope but failed to deploy. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Based on the device analysis, which indicates that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, it was reported that the patient was over 18 years of age. A visual examination of the returned device found that the stent was partially deployed by approximately 3mm. The catheter was kinked along its length and the inner shaft was kinked and partially exiting the guidewire access port. The outer sheath was accordioned at several locations between the distal handle and 17mm distal to the handle. During a functional evaluation, when an attempt was made to retract the outer sheath, the inner shaft further exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked and twisted proximal to the yellow inner jacket. No issues were noted with the deployed stent. It was difficult to move the outer sheath proximally or distally due to the accordioning of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the product met design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.